Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data revealed no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the lead was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted (B)(6) 2005; dtba1d1 crt-d, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance and no capture, possibly due to fracture. The patient also received inappropriate high voltage therapy due to oversensing and noise. The patient was reported to have experienced dizziness, lightheadedness and anxiety. Shock therapies were turned off. The pace/sense portion of the lead was capped and a previously capped pacing lead was reactivated to provide rv pacing and sensing function. The left ventricular (lv) lead was also programmed off due to oversensing. No further patient complications have been reported as a result of this event.